Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pre-operative diagnosis: severe cervical spinal stenosis with signs of myelopathy level(s) operated c3-c6; level(s) instrumented c3-c6. Set screws were used to lock rods into mountaineer favored angle screws and tall inner screws were inserted into the crosslink using the torque limiting handle. The surgeon placed cross connectors over the inner screws and then tried to place the locking nut over the link with a torque limiting nut driver. As he was tightening, a pop was heard and the surgeon stated that the screw broke. He took out the instrumentation and replaced the screw. This was done several times with the same result. It was reported that either the mountaineer h/h cross connector inner screw broke or the threads on the pedicle screw broke. Threads of cross connector inner screws were reported to be torn and missing and threads of favored angle screw tulip heads (ie. Screw heads) were torn. The difficulty resulted in a ninety minute delay to the procedure. Eight mfg. Medwatc reports are being filed for the mountaineer favored angle screws and cross connector inner screws that were involved in this event.